Event description:
The user facility reported during the procedure the cutter kept sticking. They opened another pack to complete the surgery. There were no impact to the pt.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.